Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue; all three icons (charge pak, attention and service wrench) were present on the display. Physio also observed that the device would not power on when prompted. The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u4, on the digital pcb assembly. Ic chip u4 was electrically shorted which caused excessive off-current and depleted the device's internal hybrid layer capacitor (hlc) batteries.